Event description:
The hcp reported that the patient had presented with increased pain over the past several weeks and noted that the alarm was going off. The pump was interrogated and in 2005 a motor stall message was noted. It was also noted that a message in 2005 indicated that 'tube set may have occurred." There is no evidence that the motor recovered for the stall. A rotor study was thterfore in 2005 but the films were "grainy" and there it was an "inconclisive study". The patient's return of pain had preceded the motor stall noted on interrogation indicating a possible catheter issue. Estimated reservoir volume was 10.6 ccs. Acutal reservoir volume was 13 ccs. No refill or programming issues were reported. Morphine 50 mg/ml is "commonly used" for patients in this clinic. No known emi factors were reported. The hcp planned to explant the device in 2005 and return it to the manufacturer for analysis.

Event description:
The hcp reported that the fpt was given oral medications. Post pump replacement the pt was given morphine sulfate 5 mg, as opposed to previous dose of 19 mg. "Difficult to control their pain." The pt is reported to be "somewhat better".